Event description:
It was reported that a spectrum pump experienced system 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 105 was confirmed and caused by a partially dislodged connection from the input/output printed circuit board (I/o pcb). The I/o pcb will be replaced.